Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 4.00x16mm synergy¿ drug eluting stent was advanced but failed to cross the lad. The device was removed and was advanced again with a non-bsc guide extension catheter as a support. However, the device got caught with the guide extension catheter and when the device was removed, it was noted that the stent strut was lifted. The procedure was completed with another 4.00x16mm synergy¿ stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Corrected device lot number from 0020759480 to 20677009. Corrected device expiration date from 11/28/2018 to 10/29/2018. Device evaluated by MFR: a synergy ous mr 4.00 x 16mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent revealed damage. The entire stent was damaged and had moved in a proximal direction on the balloon. The maximum stent profile was measured and is within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion revealed no issues. There were no issues advancing the device over a 0.014¿ guidewire. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 4.00x16mm synergy drug eluting stent was advanced but failed to cross the lad. The device was removed and was advanced again with a non-bsc guide extension catheter as a support. However, the device got caught with the guide extension catheter and when the device was removed, it was noted that the stent strut was lifted. The procedure was completed with another 4.00x16mm synergy stent. No patient complications were reported and the patient's status was stable.